Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible deflation", "crease or fold" and "bubbles through them".

Event description:
Patient reported left side "possible deflation", "crease or fold" and "bubbles through them". Device remains implanted.

Event description:
Healthcare professional confirmed a left side deflation. Device has been explanted.